Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician elected to replace the lead during a generator change-out due to eri. No electrical anomalies were detected. During the procedure, there was a tear to the svc. The chest was opened to repair the svc. The lead was explanted and replaced. The patient was in stable condition and will continue to be monitored.